Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty pressing on the buttons on the pump touchscreen. Blood glucose was 150 mg/dl. The customer was able to successfully was able to press on the screen successfully.

Manufacturer narrative:
In addition to the initial information.

Event description:
It was reported that the customer experienced difficulty loading a cartridge. During troubleshooting with tandem technical support, the customer successfully loaded a cartridge onto the pump